Event description:
It was reported that during pvc (premature ventricular contraction) cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced cardiac tamponade that required drainage. First, it was reported that after the soundstar eco catheter was inserted into cardiac cavity, the catheter was not displayed on the carto 3 system. The cable was reconnected, but the issue continued. The catheter was replaced with another new one and the issue was resolved. Subsequently, the procedure was continued and completed without any problems. Then, it was reported that cardiac tamponade occurred. The patient recovered by drainage. No extension of hospitalization. The physician's assessment of health hazard was moderate/minor. There were no abnormalities prior to or during use of the product. The physician's opinion on the cause of the adverse event is the procedure and patient condition. No additional intervention other than cardiac drainage was provided. The patient improved and did not require extended hospitalization. Act (activated clotting time) was around 300. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient's condition improved.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31559942l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).